Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for endovascular treatment of an infrarenal abdominal aortic aneurysm. A bare metal stent from another manufacturer was also implanted during the index procedure. It was reported that approximately three years and four months after the index procedure, a proximal type I endoleak was observed. The maximum aaa diameter measured ~ 80 mm. The proximal aortic neck at 1 mm below the lowest renal measured ~ 24 mm. The investigator determined that there was no aortic neck length left. The aortic neck was not angulated. The aortic neck did not contain any calcification or thrombus. Approximately one month and one week after the proximal type I endoleak was discovered, the patient received treatment. The physician implanted an endurant aortic cuff and 11 endoanchors; however, the proximal type I endoleak remained after the secondary intervention. On the same day, the patient experienced bleeding. The patient received six units of blood transfusion. Foley catheter was used to monitor the intake and the output. The patient was also given medication. The bleeding adverse event resolved and the patient recovered with treatment. The clinical investigator assessed the bleeding to be related to the secondary intervention procedure. Three days after the secondary intervention, the patient had hematoma. No action was taken for the hematoma and the event is continuing. The investigator assessed the hematoma to be related to the secondary intervention procedure. A CT done on the same day showed that the proximal type I endoleak still persisted. The same endoleak was again seen on the ultrasound done approximately two months later. The aneurysm diameter had increased to 83 mm. An ultrasound done approximately a year later showed that the aneurysm diameter had increased to 87 mm. No action was taken for the proximal type I endoleak and the aneurysm enlargement. As a result, the aneurysm ruptured approximately four months later. The patient experienced abdominal pain and shortness of breath as a result of the aneurysm rupture. The patient was hospitalized and monitored. No intervention was performed for the rupture. The patient expired two months later. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the films provided. The anatomy at implant was unknown, and earlier post-implant films were not available for review and comparison. CT¿s from 3+ years post-implant confirmed that the endurant bifurcate was positioned just below the right renal; there was <(><<)>(><(><<)><(><<)>)>10mm of remaining proximal neck and a proximal type I endoleak was seen filling the large aaa. There appeared to be good distal sealing bilaterally. The cause of the short neck could not be determined. The aortic body and neck were essentially straight, and no appreciable neck calcification was observed. It is possible that this was due to disease progression (neck dilatation) and/or aneurysm morphology changes. The cause of the residual type ia endoleak, continued aaa expansion, and eventual aaa rupture following the aortic cuff and endoanchor implant could not be determined. Films during and post-intervention were not available for review. The cause of the clinical sequelae immediately following the intervention also could not be determined; but were likely procedure related. The cause of death was not reported, but may have been due to the ruptured aaa; no intervention was reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.